Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: nishikawa, a., aikawa, y., & kono, t. (2023). Current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of 41,775 cases. Aesthetic surgery journal. Https://doi.org/10.1093/asj/sjad039 the event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors. This is a known potential adverse event addressed in the product labeling.

Event description:
In the article ¿current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of 41,775 cases,¿ healthcare professional reported injecting a patient in the nasolabial fold with juvéderm vista® voluma xc. The next day, the patient experienced ¿vascular compromise (pain, numbness, epidermis peeling in nose tip and right wing of nose).¿ the patient was treated with hyaluronidase, corticosteroid, antibiotics, prostaglandin + antibiotics, nsaids. The event resolved.